Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. The customer received assistance in loading a new cartridge using the proper technique and successfully resumed insulin therapy.